Event description:
A peritoneal dialysis (pd) patient reported a cycler alarm- cannot teach pumps during setup phase for pd treatment. The warning occurred in step 2 of setup. The fresenius technical team advised the patient they would send a new cycler. Upon follow up, it was confirmed that no injuries or adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. System air leak test passed. Teach pumps passed. Valve actuation test passed. Accelerated stress test was performed and encountered a stalling motor pump a. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.